Event description:
It was reported the positioning suture of this stent broke during a ureteral stent placement procedure, which resulted in an inappropriate placement. Attempts to retrieve the stent with forceps were unsuccessful. A second stent was placed. In 2001 scheduled cystectomy and an ideal conduit procedures were performed. At that time both stents were removed. The pt's condition is stable and has since been discharged. The device has not been rec'd for eval. Therefore, no failure analysis is available. The co's follow up revealed this stent was being placed as a palliative measure and this pt was a cystectomy candidate prior to the event. User technique and/or pt anatomy may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use state: "caution: if suture cannot easily to be removed, it is recommended that an additional 20 cm of suture be attached to one end of the cut suture. Advance 8f dilator over suture to ureteral stent. 6f dilator will maintain stent position while slowly removing the suture from the stent."